Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had high impedances on their lead and was experiencing excruciating pain after their permanent placement. As a result, patient was taken back to surgery due to possible hematoma. During the surgery, surgeon confined hematoma and repositioned the lead. Post surgery, hematoma and impedance issues resolved.